Event description:
It was reported the dystonia patient ¿experienced heavy headache and difficulties with speech after recharging.¿ the patient also reported she ¿experienced the headaches during recharging.¿ it was noted the patient was implanted with two implantable neurostimulators (inss) at the time of report and that they were both implanted abdominally, about 7 cm apart from each other. It was further noted the patient¿s rechargeable ins was connected to two leads in the globus pallidus interus (gpi) while the primary cell ins was connected to two leads in the subthalamic nucleus (stn). The patient¿s primary cell ins was ¿completely switched off¿ when a recharging session was started with the rechargeable ins. Twenty days after initial report, it was again noted that when a new recharge session was initiated with the patient, the ¿patient immediately got a headache¿ and that ¿this diminished when the recharge session was interrupted.¿ a physician mode recharge (pmr) was then initiated with the recharger, with the antenna put on the leg, away from both inss. The patient was noted to have again received ¿an immediate response.¿ a second pmr was conducted on the patient¿s leg two days late r. The pmr reportedly lasted for approximately 15 minutes and ¿the patient did not get any problems at all¿ and ¿had no headache.¿ the patient was reportedly very moody because she experienced ¿terrible headaches every two days since the beginning of (B)(6) 2015.¿ it was noted the patient ¿had these kind of headaches in the past, but always caused by putting stimulation harder¿ with the patient¿s primary cell ins. It was noted these headaches ¿could take a couple of days (the patient talked about four days) and then they were gone.¿ four days later, a manufacturer representative (rep) again met with the patient. The antenna was placed over the patient¿s rechargeable ins at that time without any charging initiated (though the patient thought charging had been initiated) and the patient reported ¿a little headache.¿ it was noted however that ¿she felt it, but it was not like when she really charged¿ the ins. When the recharge process was actually initiated, the patient ¿immediately reported that it got worse,¿ the patient was reportedly unaware of the change in recharge initiation status. A false pmr (with the recharger not recharging) was then attempted with the patient¿s primary cell ins. The patient ¿reported an immediately more severe headache¿ when the antenna was placed over the ins than she would experience when charging at home. When a pmr was actually initiated, the patient ¿did complain that it got worse.¿ the patient notably ¿thought she was better¿ with the primary cell ins that was replaced by her rechargeable ins. The patient noted ¿her speech got worse after the rechargeable ins¿s implantation and she had more difficulties to sit still¿ with the rechargeable ins. The patient was noted to have ¿always charged with a piece of clothing between the antenna and her skin.¿

Event description:
Additional information noted the patient's primary cell ins was set to unipolar mode stimulation, while the rechargeable ins stimulation mode was unknown, but thought to also be unipolar.

Manufacturer narrative:
Concomitant product: product ID 37612, lot # unknown, product type implantable neurostimulator. (B)(4).

Event description:
The nvision software card with data from the implantable neurostimulator (ins) was returned to check for any abnormalities. The diagnostic reports were reviewed and no issues or abnormalities with the ins were seen.